Event description:
The following was reported to davol by the patient's attorney: 05/12/2008 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia patch was implanted to repair the hernia defect. 10/04/2011 - the patient underwent an additional surgery to repair the hernia defect and remove a portion of the defective mesh. The attorney alleges the patient experienced severe and permanent injury, pain, additional surgical procedure, explant and disability. Addendum per additional information provided: attorney alleges that the patient experienced periumbilical pain, hernia recurrence, mesh migration, mesh shrinkage and underwent explant surgery. Addendum per medical records: (B)(6) 2008 - patient was diagnosed with incarcerated ventral hernia and underwent laparoscopic repair. Per the operative report details, ¿the ventral hernia was identified in the midline... The hernia epiplocele was reduced. A small incision was made over the epidermis overlying the hernia, and a medium kugel dual-mesh patch (ventralex hernia patch) was placed into the abdomen, uncurled, and tacked against the anterior abdominal wall (non-bard/davol fixation device). (B)(6) 2010 - (B)(6) 2011 - post implantation, the patient frequently visited hospital for complaints of chronic periumbilical pain. CT was suggested to rule out small bowel adherence or tack migration. (B)(6) 2011 - patient underwent surgery for exploration of umbilicus with removal of foreign body mesh. As per the op-notes, ¿the subcutaneous tissue was dissected around what appeared to be a recurrent umbilical hernia and this was separated from the underside of the umbilicus with careful sharp dissection. This tubular sac extended down to the palpable defect which initially was felt to represent one of the tacks. These were well seen on the CT scan, however, the hernia sac and location of the palpable firm defect was ultimately revealed to be a corner of the mesh which had folded on itself and was tented up in the subcutaneous tissue. This created a small opening in the fascia. The exposed portion of the mesh was sharply debrided and submitted for evaluation. Due to the exposure of the mesh, ancef 1 gram was given intravenously. The defect of the mesh was then examined and noted to be on the order of 5 mm.¿ this was closed using 2 interrupted 2-0 prolene sutures and the fascia was closed.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The patient's legal claim alleges that approximately three years post implant the patient underwent a procedure to repair the hernia defect and remove a portion of the defective mesh. Recurrence of hernia is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided: review of medical records provided finds the patient with a complex surgical history was diagnosed with hernia recurrence and underwent surgery for partial mesh removal about three years post-implant of the ventralex hernia patch. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The patient's legal claim alleges that approximately three years post implant the patient underwent a procedure to repair the hernia defect and remove a portion of the defective mesh. Recurrence of hernia is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2011 - the patient underwent an additional surgery to repair the hernia defect and remove a portion of the defective mesh. The attorney alleges the patient experienced severe and permanent injury, pain, additional surgical procedure, explant and disability.